Manufacturer narrative:
The electrodes were returned to zoll medical corporation without the original outer packaging. The reported problem was observed during visual inspection. It was determined that the cause of the problem was due to both the front and back electrodes being stuck on the non-coated side of the styrene liner. It could not be determined if the electrodes were shipped in this condition by zoll, or were put in this condition by the operator. A retained sample investigation was performed for this lot number and the sample electrodes met specifications. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrodes could not be removed from the packaging. Complainant indicated that the clinician obtained another electrode to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.